Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 187 mg/dl, 129 mg/dl, and 397 mg/dl when all tests were performed within 10 minutes on the aviva system. Reporter indicated she was not experiencing any hypoglycemic symptoms during the time of testing. No other actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.